Manufacturer narrative:
The device was returned for analysis. The reported difficult or delayed activation and the reported physical resistance / sticking were unable to be replicated in a testing environment due to the condition of the returned device (stent previously deployed). Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the 100% stenosed anatomy resulted in the noted kinked stent sheath preventing the shaft lumens from moving freely; thus resulting in the reported physical resistance / sticking and the reported difficult or delayed activation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 6.0x40 mm absolute stent was very hard to deploy in the 100% stenosis in the superficial femoral artery. The device was flushed and prepped according to the instructions for use. It was advanced over an .035 guidewire and was very difficult to move the thumb wheel to deploy. The stent was successfully deployed in position but with difficulty. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.